Event description:
It was reported the patient had pain at the implantable neurostimulator (ins) site and the ins had been moving around since implant. The patient had a gradual increase in baseline pain following implant. The patient wanted the ins explanted because it was hurting more than it was helping. On the following thursday the patient had an appointment scheduled with their healthcare professional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 9286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 747220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).